Event description:
Customer came to me whilst on site and asked about this c6 as it was showing an o2 sensor defective alarm message. Looked into logs and saw this error along with error codes 532956 and 531909. The last one is in the kb and refers to kb 3771, however this is no longer in the kb.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a calibration offset issue caused by a defective paramagnetic o2 sensor. In consequence the sensor was replaced and a CAPA have been opened to address corrective and preventive actions. There was no patient or user harm.